Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 507652 ra lead, 693565 rv lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during an ablation procedure, the right ventricular (rv) lead and right atrial (ra) lead exhibited high pacing impedance measurements due to electromagnetic interference. No reprogramming was necessary, the device was programmed back on, post procedure as intended. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.